Event description:
Device was implanted in 2006. Three weeks later, the physician called the ans sales representative to report that the patient had an infection. The entire system was explanted and sent to the hospital's pathology laboratory and will not be returned to the manufacturer per the hospital's procedures. The patient is doing fine now.

Manufacturer narrative:
Device history record and sterilization record were reviewed. All records were reviewed and were found to meet specifications. Device was discarded, unable to follow-up. Ans inc. Corporation has limited information related to the patient's medical history and is unable to form a medical opinion as to the relevancy for the patient's history to the event reported. Ans, inc. Corporation defers to the patient's physician regarding medical history.